Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The power supply, the connectors, and the cables were checked. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the system would not turn on. No patient injury was reported.